Event description:
Same event as MFR # 3005188751-2012-00305. It was reported while performing a transseptal puncture the brk1 transseptal needle perforated the fast-cath introducer. The physician placed a fast-cath introducer into the right atrium and was attempting a transseptal puncture with a brk1 needle when he encountered resistance at the curve of the introducer. A stylet was used in the needle and the needle was not reportedly reshaped. Advancement of the needle was not tested during preparation and it is unk if the dilator was in place during the insertion of the needle. The introducer was removed, noted to be perforated by the needle and exchanged for a non-sjm introducer. The procedure was completed with no adverse consequences to the pt. The pt's current status is listed as stable. Additional info was requested but not available.

Manufacturer narrative:
The product was not returned. Review of the device history records confirmed this lot met mfg requirements prior to shipment. If the device is received or additional info becomes available a supplemental medwatch will be filed.